Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss could not be confirmed due to returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was an arteriotomy closure of the heavily calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the first prostyle had a cuff miss occur. A second prostyle was attempted but the same occurred. Then a third prostyle was attempted but the same occurred. Pre-close was abandoned and the procedure was continued via cut-down. The sheath was upsized to a 16f sheath and the procedure was completed. During the surgical procedure, thrombus was noted and treated via cut-down. A foot break was also noted at the popliteal artery with the third prostyle during removal. The detached foot was able to be successfully removed during surgery. Hemostasis was achieved via surgical suturing. The patient is recovering after surgery. There was no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, additional information was provided: the account confirmed that the device with the foot break had the suture successfully deployed thus there was no cuff miss as initially reported. There was no resistance reported during the use of the prostyle.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the heavily calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the first prostyle had a cuff miss occur. A second prostyle was attempted but the same occurred. Then a third prostyle was attempted but the same occurred. Pre-close was abandoned and the procedure was continued via cut-down. The sheath was upsized to a 16f sheath and the procedure was completed. During the surgical procedure, thrombus was noted and treated via cut-down. A foot break was also noted at the popliteal artery with the third prostyle during removal. The detached foot was able to be successfully removed during surgery. Hemostasis was achieved via surgical suturing. The patient is recovering after surgery. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.